Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, tears were observed on the septum and column wall. A water leak test was performed, no leakage was observed in either the actuated or the unactuated positions. A definite source that contributed to the tears could not be established. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. Lot analysis device/batch history record review: no. Reason: although this investigation is classified as MDR the lot number related is unknown. Findings: n/a qn / sap database review: no reason: the lot number for this investigation is unknown findings: n/a the peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one used q-syte unit within an open package. Visual/microscopic evaluation: the septum was molded using the 16 cavity mold. ¿ damage (tear) was observed on the septum top disk/slit ¿ column damage (tear) was observed ¿ damage (tear) was observed on the septum bottom disk/slit (unit was disassembled after water/leak test) water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on either the actuated or the unactuated positions. Investigation samples(s) meet manufacturing specifications: no. Damage (tears) was observed on the slit of the top and bottom septum disks and on the column wall. Conclusions: the defect of leakage could not be confirmed during the performance of the water-leak test. Did the evaluation confirm the customer¿s experience with the bd product? No. The customer¿s experience could not be confirmed. Were we able to reproduce the customer's experience with the bd product? No. The defect of leakage experienced by the customer could not be reproduced in the laboratory environment. Was the device used for treatment or diagnosis? Treatment root cause relationship of device to the reported incident: indeterminate. A definite source that contributed to the tears (top-bottom disks and column wall) could not be established. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked during use. There was no report of exposure, injury or medical interventions.